Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy/ roux en y reconstruction, at the 5th firing, at the side to side anastomosis of y limb, when the surgeon fired reload, the firing stopped in the middle nearby the proximal end of the jaws. At that time, "0" was indicated on the display that mean the reload was in a state of firing completed. The surgeon released it, a new reload was taken out and used. There was no patient injury.